Manufacturer narrative:
The customer reported that the central nurse's station (cns) did not alarm when a patient went into v-tach. No consequence or impact to the patient was reported. Per the initial complaint from the customer, "we had a serious incident last night where I felt it important to send everyone a quick message this morning. Last night, we had a patient on the 6th floor experience 19 beats of v-tach without any alarms going off to alert us of this change. It was only found because the monitor tech noticed the patient's entire rhythm changed to a heart block situation. She started to review her history and noted that approximately one hour prior, the patient experienced the run of v-tach. This patient ended up having to be moved to the ICU based on her instability related to her heart." Log files were received and are pending evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were being used in conjunction with the cns: monitor: no model and serial number was provided.

Event description:
The customer reported that the central nurse's station (cns) did not alarm when a patient went into vtach. No consequence or impact to the patient was reported.

Manufacturer narrative:
Complaint information: on (B)(6) 2020, customer at (B)(6) reported cns did not alarm for a 19-beat run of v-tach on pu-681ra with serial# (B)(6). Service requested: assistance in troubleshooting. Service performed: customer stated that the patient was connected to g9; however, was unable to provide model / serial/ or software version. Customer shared log files as requested by nkts. Nkts requested customer to provide the ECG strips or expanded waveforms for the 2 rhythms that occurred around time of the event i.e. Irregular rr & multiform rhythm. In the meantime, customer reported another instance of the missed v-tach alarm on sn:(B)(6) . Nkts advised to gather the previously requested information for the new patient and upload it to the same drop location. The customer provided printouts for (B)(6) 2020 and not for (B)(6) 2020; clinical team followed up with tech support for the correct printouts and logs for (B)(6) 2020. Nkts requested the expanded waveforms of the patient as per clinical team's request; however, the patient information was no longer on the cns as patient had been discharged. Clinical team sent an e-mail to the facility stating inability to complete a cross functional investigation due to missing information. Investigation result: root cause of the issue could not be identified due to lack of information provided for further investigation. Warranty of the device is valid till 03/01/2021. According to the table in quality complaint investigations work instruction, with document ID: sop07-018, the risk priority of the issue is categorized as: medium. Additional device information: d11 & c2: the following devices were being used in conjunction with the cns: g9 monitor: no model and serial number was provided.

Event description:
The customer reported that the central nurse's station (cns) did not alarm when a patient went into vtach. No consequence or impact to the patient was reported.